Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to prime unit during prime/a33 test due to faulty fsr. (Gold) unit received with no vibration due to broken black wire of the vibrator motor. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.